Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue. The display screen has been gradually dimming over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The pump cover and the display screen were removed and replaced with a new screen for testing. Once replaced, the contrast returned to normal with the test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.